Manufacturer narrative:
Visual inspections noted normal signs of use, no damages. It is not known which of the returned screws was implanted in the broken screw hole. No issues were found that would have contributed to this complaint.

Manufacturer narrative:
The screw was either a 2.7mm cortex screw or a 2.4mm locking screw. It is unknown as to which screw was implanted in the hole where the plate breakage occurred. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
The initial procedure was an orif. The plate was implanted on (B)(6) 2012. Reportedly, the plate was not modified or bent prior to implantation. On (B)(6) 2012 a reduction was done without changing the plate and a cast was applied. On (B)(6) 2012, the plate was noted as being bent and the plate was later noted as broken. Bending of the plate may have occurred from the patient's load/weight bearing. The breakage occurred at the screw hole junction where a screw was implanted. On (B)(6) 2012 an orif was performed with plate replacement. This is the second of 2 reports submitted on this event.